Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01065. It was reported that when the patient presented at a follow-up in-clinic, lead noise was observed on the right atrial and right ventricular lead. Both leads were explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 7.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.